Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be force sensing resistors (fsrs) out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.